Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported by the patient that extended infusion set not sticking in her skin and came off after few days. No further information was available.